Manufacturer narrative:
Reported event: the event reported that an offset cup reamer handle's u-joint was broken and caused a 5 mins delay during a case. Device evaluation and results: unable to perform as the part was not returned. Device history review: review of the device history records indicate (B)(4) devices were manufactured and (B)(4) were accepted into final stock on 03/09/2017. A review of qt 17-03-0041 revealed that the non-conformance is not related to the alleged failure in this compliant. Complaint history review: a review of complaints within the trackwise database for p/n 212760, l/n 3578838 shows (B)(4) additional complaints related to the failure in this investigation. The pr's are (B)(4). Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Offset reamer doesn¿t work. The internal cardan joint breaks. Case type left hip with a surgical delay of 5 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Offset reamer doesn¿t work. The internal cardan joint breaks. Case type left hip with a surgical delay of 5 minutes.